Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their healthcare professional (hcp) on (B)(6) 2018. They stated that a cause for the device not working was not determined but noted it was reprogrammed as an action taken to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they got the device for bladder incontinence. However, the device never worked since they got it and they never received therapeutic effect. Patient mentioned they had it implanted pretty late in the afternoon so the manufacturer representative (rep) left before they woke up so no one went over how to deal with it. Patient had to teach themselves. They said they went to the doctor about it, but the doctor didn't really help them with it either. They mentioned they were going to probably have it taken out since it doesn't work and they needed to have an MRI. No further complications were reported or anticipated.